Manufacturer narrative:
Patient weight is unknown. It is unknown when the tissue irritation began. Implant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Part number: 241.371. Lot number: h040984. Part manufacture date: 25-feb-2016. Manufacturing location: (B)(4). Part expiration date: n/a. Device history record review: a review of the device history record revealed this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this raw material lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.

Event description:
It was reported that a hardware removal surgery was performed on (B)(6) 2017 to remove a one-third tubular plate with collar 4 holes/49 mm, a locking compression plate one-third tubular plate with collar 7 holes/81 mm, eight (4.0 mm) cancellous screws, and three (3.5 mm) cortex screws. The initial surgery date is unknown but it was for a fibula fracture. The hardware removal was due to soft tissue irritation. There were no malfunctions with the hardware removed, no surgical delays and the surgery was completed successfully with patient outcome noted as stable. X-rays were taken but unavailable to be sent. No additional implants or medical interventions were performed on patient post hardware removal. This complaint involves 13 parts. This report is 2 of 4 for (B)(4).